Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 42 mg/dl and after treating was 102 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer treated with orange juice and food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose level. They also reported calibration not accepted alarm. The insulin pump will not be returned for analysis.